Event description:
It was reported that during routine checkup the cardiosave intra-aortic balloon pump (iabp) was no switching on. There was no patient involved. A getinge field service engineer (fse) evaluated the unit and found that machine is not switching on intermittently then after thoroughly checked found that video generator is malfunctioning. Attached photos of the logs shows fault 63 (touch screen response timed out) was found on the same event date. The fse replaced the video generator (0040-00-0456) and the issue has been solved and its handed over to the customer in good working condition. All functional and safety test passed.